Manufacturer narrative:
Block h6: imdrf patient code e2008 captures the reportable event of an unretrieved device fragment. Imdrf patient code e2008 captures the reportable event of an unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that a sensor wire was used to treat stone disease during a ureteroscopy procedure performed on (B)(6) 2023. During the procedure, a small portion of the guidewire broke off and was left inside the patient. It was noted that a retrieval was scheduled in the next couple of weeks. The procedure was successfully completed with another sensor wire device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.